Manufacturer narrative:
The MFR is attempting to obtain add'l info regarding the reported event. The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The reported event of driveline infection could not be confirmed as the lvad remained in use and was not returned for evaluation; however, driveline infection is listed as a potential complication in the instructions for use that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist that the pt was reported by the vad coordinator that the pt was admitted to another facility for a driveline infection. No further info is known at this time.